Event description:
The reported device was not sent back for investigation as it was repaired locally. However, as per technical manual, the display board was replaced and sent to brézins. Nothing was observed during visual inspection. The board was mounted on a test device for cross-testing. Error 43 is related to lcd communication controller issue therefore the lcd screen was first tested and was found compliant. The device was left to run overnight without triggering any technical error. The event could not be reproduced. However the random triggering of the error 43 is a known issue with low detectability therefore the reported event could still be related to this issue and the complaint will be considered as confirmed despite the functional state of the provided display board. The root cause is due to a software issue related to the timeout in the lcd status readings. An event has been created and a software design review is in progress and is being tracked. To our knowledge this complaint was not being related to patient safety. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error 43 (lcd issue).